Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump was not alarming no delivery. The customer reported she was having a lot of high blood glucose and ended up in diabetic ketoacidosis. Patient's blood glucose at time of incident was 488mg/dl. Patient's current blood glucose is 237mg/dlt. The customer treated high blood glucose with injections. The patient was hospitalized with blood glucose of 488mg/dl on (B)(6). The customer was off the insulin pump for less than 48 hours. Based on customer report customer does not allege pump was under delivering. Customer states the drive support cap appears normal. The customer didn¿t have tubing clamp so was supposed to call back after receiving it. The customer called back and high pressure test was performed. The insulin pump passed high pressure test. The insulin pump will not be returned for analysis.